Manufacturer narrative:
Conclusion: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Device disposed of by hospital.

Event description:
The physician followed the standard procedure to deliver the device through the catheter but encountered significant resistance. Therefore, the physician removed the device and noticed that the tip of the device has a kink. Finally, the physician completed the procedure with another of the same device.